Event description:
(B)(4). As reported to coloplast, the sleeve detached from the green cone assembly when the arm was pulled through the obturator foramen. The sling was not removed.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Device still implanted - not returned.